Event description:
Edwards reviewed a medical article from germany: "long-term outcome with new generation prothesis in patients undergoing transcatheter aortic valve replacement", corresponding author dr. Alexander r. Tamm. The data was from 215 patients who underwent transcatheter aortic valve replacement between june 2014 and may 2016 in one center. All patients were implanted sapien 3 valves. The following events were identified during the study period: 2 patients needed a conversion to open heart surgery. No additional information was provided.

Manufacturer narrative:
The date of the events are unknown. Therefore, the first day of the month ((B)(6) 2014) of the study date range was used as the occurrence date. In this case, 2 patients needed a conversion to open heart surgery. There is insufficient information to determine the root cause. However, at the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the events. Despite requests for information, no additional information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.